Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. To correct this issue, ge healthcare will replace the probe upon completion of the field action at this site.

Event description:
The customer reported seeing a double image while using their ic9-rs diagnostic ultrasound probe to ge healthcare. Ge healthcare confirmed the probe was displaying a double image and is part of correction and removal initiated by ge healthcare on 29-dec-2023 (us-FDA recall no. Z-0865-2024). The probe was in use and there was no impact to the patient.